Event description:
It was reported that revision surgery was performed due to breakage of the femoral axis. The primary surgery was in 2008.

Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure with sacrospinous ligament fixation was performed on (B)(6) 2010 using an uphold vaginal support system. While it was reported that the mesh is in "good position," ultrasound performed post-procedure found moderate left hydronephrosis. The physician is reportedly concerned about kinking of the ureter on that side. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.